Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. This is a report of a leak due to use error, where care giver forgot to connect the patient and then connecting them after, which occurred on the homechoice during use during drain one of six. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a care giver forgot to connect the patient and then connecting them after, which occurred on the homechoice during use during drain one of six. The homechoice was stopped in drain one of six. The technical service representative asked the care giver to abort the therapy and start over with all new supplies. The technical service representative walked the care giver through ending the therapy via the power restored and end therapy menus. The care giver closed all of the clamps, disconnected the patient, and turned the homechoice off. The care giver would restart with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.